Event description:
User received discrepant calcium results for two pt samples. As results are in mg per dl. The original result off of this integra 800 was reported to the outpatient oncology department. The original result was 11.2, and the repeat result off of the other integra 800 was 9.2. The sample was repeated 13 times off this integra 800 and gave the result of 9.1 nine times and 9.2 four times. The pt was not treated based on the original result. The supervisor was going over calcium results from 2009 and asked the user to rerun six samples. Five of these repeated the same, but one gave a different result when rerun. The rerun was done in triplicate, but the user could only provide two of the results. The original result was 8.8. The repeat results run on the other integra 800 was 9.8 and 9.6. The initial result of 8.8 was sent out. An amended report was sent the next day, with a result of 9.8. The specimen was on a baby and a microtainer was used to gather the specimen. She did not have info on the baby's current condition and stated she does not know if the pt was treated and is unable to get that info. If additional info is received, appropriate notification will be provided.

Manufacturer narrative:
The field service rep determined there was a sample issue as one of the samples was from a baby and had been poured off and scraped from the heel. He also replaced the air drains to make sure probes where being dried correctly to prevent carry over and replaced the f4 filter. He ran controls, check test and precision to verify the analyzer performance.